Event description:
It was reported that the insulin pump did not alarm no delivery as it should. Troubleshooting was performed. Ran a fixed prime test and the insulin did not exit, and the insulin pump did not alarm. The infusion set was changed and ran again the test with the same results. It was stated that the customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.